Manufacturer narrative:
The subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested.

Event description:
Surgeon experienced difficulty during insertion of a matrix set screw. With use of pliers and a rocker fork, surgeon was still unable to achieve the correct angle. A metal clank noise was noted with the attempted screw fixation. A torque handle was used and the surgeon changed the set screw, as the set screw began to float. Surgeon also noted that the conical element was spun around.